Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 219 mg/dl. The customer stated that she was not concerned with the change sensor alert because she knew what happened. Customer was more concerned that pump went into threshold suspend when her blood glucose was not low. The customer was explained that her sensor was out of range and could not detect where her sensor glucose was that is why it went into threshold suspend. The customer was unable to upload her pump at this time. Customer was unable to complete the troubleshooting and advised that we would send a replacement sensor and return the sensor in question.